Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 27mm 7300tfx pericardial mitral valve underwent valve-in-valve intervention after an implant duration of three (3) years, seven (7) months due to unknown reasons. The tmvr procedure was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (clinical code, device code, type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including coronary artery disease, end stage renal disease and diabetes mellitus. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data. Updated: h6 (component code).

Event description:
It was learned from implant patient registry and investigation that a patient with a 27mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of three (3) years and seven (7) months due to stenosis. The patient presented to the hospital for heart failure. A tavr procedure was performed with a 26mm 9755rsl transcatheter valve. Per medical records, a tee indicated mv stenosis and preexisting mild to moderate pvl leak due to pseudoaneurysm on the sewing ring. The 27mm 7300tfx valve was disabled by the 26mm 9755rsl valve via tavr. A postoperative tee showed no change in the pre-existing pvl following valve deployment, and no valvular leak was observed. Additionally, no new pvl was detected. After the patient tolerated the procedure well with no issues.

Event description:
It was learned via the patient registry that a patient with a 27mm 7300tfx pericardial mitral valve underwent valve-in-valve intervention after an implant duration of three (3) years, seven (7) months due to unknown reasons. The tmvr procedure was performed with a 26mm 9755rsl transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11 manufacturer narrative: updated: b4, b5, d4 (expiration date), g1 (address - line 2) g3, g6, h2, h3, h4, h5, h6 (type of investigation, investigation findings), h8. H11 corrected data: updated: d5, d7a, d8, h6 (component code). Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. The device was not returned for evaluation, as it remains implanted. Per the instructions for use (IFU), reoperation/explant are known potential adverse events associated with bioprosthetic cardiac valves and annuloplasty rings. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device related infection; and no evidence of a product failure with regard to design, reliability, or use error. As such, neither a product risk assessment (pra) nor corrective or preventive actions (CAPA/scar) are required at this time. Based on the information available, a definitive root cause cannot be conclusively determined.